Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the while the patient was in the hospital for a valve replacement, an interrogation of the cardiac resynchronization therapy defibrillator (crt-d) was made. Upon interrogation it was found that tachycardia therapy had been programmed off some time earlier after the patient received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response. During a device interrogation in the hospital, the left ventricular (lv) lead exhibited increased threshold measurements with loss of capture and a dislodgement was suspected. A chest x-ray confirmed the lv lead had dislodged and was actually in the rv. A revision procedure was performed where the lv lead was surgically abandoned and replaced. The patient's device was also upgraded during that procedure. No additional adverse patient effects were reported.